Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor adapter pin was broken. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced and new power adapter will be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.